Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer earlier in the day received enzymatic creatinine results with "below assay range" flags. The ccc had the customer bleach the drains, replace the sample probe and align it and run 5 time precision test for enzymatic creatinine. The precision test resulted in range. The customer ran a 10 time precision test, resulting out of range. A review of the quality control (qc) shows that it was in range at the time of the event. A siemens customer service engineer was dispatched to the customer's site. The cse evaluated the instrument. The cse found a loose reagent 2 probe tip. The cse corrected this and replaced the reagent 1 probe tip. The cse tightened the nut and aligned it. The cse replaced the u sealer element and diaphragm. The cse cleaned and replaced the cuvette windows. The cse performed alignments to the photometer, reagent 1 and 2 probes and the sample probe. The cse cleaned the cuvette ring temp thermistor and calibrated it. The cse ran daily maintenance and system check, resulting in range. The cause of the discordant, falsely depressed enzymatic creatinine results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed enzymatic creatinine results were obtained on two patient samples on a dimension exl with lm instrument. The initial results were reported out to the physician(s), which were questioned. The customer repeated the same patient samples on the same dimension ex: instrument, resulting higher. Corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed enzymatic creatinine results.